Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, there was oversensing in the atrial port. The lead pin was removed twice and replaced and the issue persisted. The device was not used and the lead was connected to a new device with no oversensing problems. No patient complications have been reported as a result of this event.